Manufacturer narrative:
Article citation: ghosh, t., duncavage, e., mehta-shah, n. Et. Al. A cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl). The american society for aesthetic plastic surgery. 2020; 1-42. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Through the journal article ¿a cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl)," healthcare professional reported "right-sided baker grade iii capsular contracture." The device has been explanted.